Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. Ultimately, the customer reverted to an alternate method of insulin therapy. Reportedly the customers blood glucose (bg) was intermittent displayed as "high"; however, specific value was not provided. Elevated bg was address by a bolus via the pump. On 5/20/2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 480 mg/dl with ketones. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing permanent damage. The customer was discharged from the ER on the same day.